Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6), inc product. Situation: ventricular fibrillation (vf) occurred. Timing - immediately after pulsed field ablation (pfa) was performed near the bottom of the right inferior pulmonary vein with farapulse. How to complete the procedure - vf was stopped by performing external direct current (dc) cardioversion. The pfa was then completed, a post-map was created, and the procedure was completed without any issues. Description of adverse event: ventricular fibrillation. Progress: during the procedure, external dc cardioversion was performed, and the procedure was completed without any issues. Physician's judgment on health hazard: non-serious (moderate/minor). Extended hospitalization: no. Causal relationship with the product: unknown. Were any abnormalities observed prior to use of the product? None. Were any abnormalities observed during use of the product? None. The complaint product(s) will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).